Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2011 due to patient allegations of pain, discomfort, inflammation, loosening of the acetabular cup, metallosis and elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the modular head, taper insert and femoral stem were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a left hip revision on (B)(6) 2011 due to pain and a loose acetabular cup. Operative report noted the presence of joint fluid, material consistent with metal on metal reaction and lack of bony ingrowth on the cup. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions." And "intraoperative or postoperative bone fracture and/or postoperative pain." "Loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 MDR's filed for the same event (reference 1825034-2014-02142 / 02145).